Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2013 alleging the meter produces an inaccurately low reading compared to another device. The lfs meter was reading "77 mg/dl" compared to "220 mg/dl" on another meter within 30 minutes of each other. Based on statistical methodology, the calculated difference of the results exceeds lifescan's expected value of (B)(4) difference for readings above 75 mg/dl taken within 30 minutes of one another. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 ¿ (11/19/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.